Manufacturer narrative:
Corrected data: b5 - (B)(6) 2021 should be corrected to (B)(6) 2021. Claim#: (B)(4).

Manufacturer narrative:
Health effect clinical code: (B)(4) significant reduction of irido-corneal angles, retained ocucoat, shallow ac. Health effect impact code: (B)(4) enlargement of pi (surgical), burped paracentesis, claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6; -11.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting; elevated iop; significant reduction of irido-corneal angles; retained viscoatelastic/ocucoat; and enlargement of pi (surgical) was performed along with paracentesis to reduce iop. On (B)(6) 2021 the lens was explanted and later the same day replaced with a shorter length lens. It was noted postoperatively the patient had shallow ac 1000mm vault but indicated the problem was resolved and "patient's vault has slowly decreased to acceptable level with decreasing iop". The cause of the event was reported as a patient related factor and noted "retained viselastic in small eye & thick brown iris".